Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that a single ring artifact appeared on patient images. There was no report of misrepresentation as a result of the ring artifacts. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse confirmed that the ring artifacts were present, and evaluated the system. The fse determined that there was a crack in the bowtie filter (compensator) of the a-plane collimator, which resulted in the ring artifact in the patient images. The fse replaced the a-plane collimator to resolve the issue and the system was returned to clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.